Event description:
Initial report rec'd stated "a small leak near injection site and that the bags are not completely full." Apparently, there was a leak on the drain bag between the sampling port and the tubing that connects the drain bag. The reporter stated that the patient was given ancef 250 ml as a prophylactic measure. The patient never reported any signs or symptoms of infection relating to this event. There are no further medical orders or treatment relating to this incident. The patient continues peritoneal dialysis as ordered. A sample is not available.